Event description:
Reference number (B)(4) event occurred in canada. The patient was hospitalized due to high blood glucose (hbg) that developed into diabetic ketoacidosis (dka). Treatment included intravenous fluids and insulin. The hospitalization began on (B)(6) 2025, and lasted approximately 6 days, exceeding 24 hours. Upon admission, the patient's blood glucose reading was 19.8 mmol/l. The patient reported symptoms including vomiting and weakness. Ketone testing was performed and confirmed the presence of dka. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-02612), was submitted on 30-sep-2025. However, based on the investigation on 22-jan-2026 and clinical review done on 03-feb-2026, it was determined that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.